Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported issue nozzle dirt was not confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard value due to wear of angle wire, the play of up/down knob is out of the standard value, bending section has discoloration, chips scratches and dent found throughout the device, connecting tube has discoloration and a wrinkle, forceps channel port is shaved, paint on air water-cylinder is peeled, and due to a scratch on objective lens, the image has dark area partially. Furthermore, as reported in b5 foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the subject device during manufacturing. Based on the results of the investigation, a definitive root cause for this issue was not established of the foreign material remaining in the device. We could not identify the foreign material from the obtained information. We could not specify the cause of the foreign material remaining in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the information obtained. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had nozzle dirt. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿the nozzle has foreign objects.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.